Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The user reportedly performed troubleshooting by resetting the driveshaft back to home position; however, this did not resolve the issue. The issue occurred during shift check, no patient was involved with this event.